Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of event and implant: estimated date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article identifying xience and other non-abbott stents that may be related to the following; myocardial infarction, target lesion thrombosis, in stent restenosis, re-hospitalization, and target vessel revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "efficacy of drug-coated balloon angioplasty in early versus late occurring drug-eluting stent restenosis: a pooled analysis from the randomized isar desire 3 and desire 4 trials".

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, stenosis and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.